Event description:
Per the clinic, the patient discontinued use of the device (date not reported) due to unknown reasons. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.